Event description:
It was initially reported that the zimmer air dermatome handpiece was not allowing the skin to move through the device smoothly leading to the graft tearing. Additional clinical follow up determined that the issue was discovered during surgery and required that an alternate graft site be used due to the malfunction. The original site was not deemed unusable and it wasn't possible to get a graft from that location. There was a surgical delay of approximately 30-45 minutes while the alternate device was obtained.

Manufacturer narrative:
The investigation was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.